Manufacturer narrative:
The excor blood pump pu valves 15ml, in/out ø9 mm (s/n (B)(6)), and the excor driving tube, red l20h-002x01 (lot no. 00130679), were in use on the patient only during implantation. We have reviewed the production records of the excor blood pump as well as the excor driving tube. They were produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart gmbh was informed by the clinic that blood was detected on the air-side chamber of the excor blood pump pu valves 15ml, in/out ø9 mm during implantation. According to the clinic, the blood was also detected in the excor driving tube, red l20h-002x01 (lot no. 00130679). Therefore, berlin heart recommended the clinic to exchange the blood pump and the driving tube as a precautionary measure. The pump along the driving tube were replaced immediately and without any issues. The patient was clinically stable and had no negative effects due to the incident.

Manufacturer narrative:
On 2024-05-30 the blood pump and driving tube in question were returned to berlin heart gmbh for investigation. During the failure investigation of the blood pump, no defect could be detected. All three membrane layers were intact, without any damages. No blood could be detected on the air side chamber of the blood pump. Only small transparent droplets were found in the air chamber. They are most probably saline solution which may have entered the air chamber during implantation before the blood pump was connected to the driving tube. During the failure investigation of the driving tube, no blood residue, cracks, cuts or other damage could be detected. The observation reported by the clinic could not be verified. No defect could be detected. The driving tube met its specifications.